Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had underfill. This occurred on 300 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer have difficulties to get correct recommended fill volume in the tube (citrate tube). Uses eclipse signal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had underfill. This occurred on 300 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer has difficulties to get correct recommended fill volume in the tube (citrate tube). Uses eclipse signal.